Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. We have no further inventory for either of the claimed material/batches. We have no further complaints for either of the claimed material/batches. We forwarded the complaint and customer pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review production documents did not reveal any deviations associated with the reported errors. The cause of the event cannot be determined.

Event description:
The customer reported tnp [test not performed] errors because of gel barrier issues, rbc leaking, and fibrin. The customer advised they centrifuged the tubes but the barrier [gel] does not hold. The customer reported they utilized a quest provided centrifuge that is less than a year old and maintained regularly.